Manufacturer narrative:
Date sent: 10/1/2007. Evaluation summary: the analysis results found that the device was received in good visual condition and with no cartridge present in the device. However, one cartridge was received inside the bag. The cartridge was received void of staples and with a bent lockout; it appears that an attempt was made to fire the device with a spent cartridge that had an activated lock out spring. When this occurs, the lockout tab on the cartridge becomes damaged. In addition, the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. "No functional test was performed, as the firing trigger was noted to be damaged. The device was disassembled to verify the conditions of the internal components and the firing trigger teeth were found to be broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device presented failure during its opening after stapling. There was no patient consequence.